Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16406. The patient reported she no longer felt effective stimulation coverage. She reported her physician stated the leads have "dislodged". Surgical intervention will likely be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.